Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. The customer's blood glucose (bg) level ranged from 210 mg/dl to 320 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded and insulin delivery was resumed to address the alarms.